Event description:
It was reported that during periodic maintenance, the cardiosave intra-aortic balloon pump (iabp) unit has an auto refill error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump iabp unit has an auto refill error.

Event description:
N/a

Manufacturer narrative:
Corrected fields: d5, e1 (event site country, site country)e2, e3. Additional information: event site city: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and to fix the issue, the fse replaced helium fill manifold assy. The device's 30psi calibration and drive regulator calibrations were performed. Additionally, all manifold and pneumatic tests of the device were performed. The device was tested by inserting a catheter and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.